Event description:
Reporter indicated that pt underwent vns therapy system replacement surgery due to suspected device malfunction. The pt was also experiencing an increase in seizure activity. It was reported that x-ray review showed that the lead connector pin may have become disconnected from the generator, however, proper generator/lead connection was confirmed at the time of ncp system replacement surgery. Upon explant, no obvious disontinuities were noted on the bipolar lead. Both the lead and generator were replaced. The patient's seizure frequency is improved since ncp system replacement surgery; however the patient does report a `vibration' feeling from the device on the left side of his body. The pt indicated that the vibration makes the left part of his face and generator site area feel numb, but that if he moves his head in any direction then the vibration feeling goes away. Report is incomplete because device tracking information was not forwarded to manufacturer at the time of initial implant. The cause of the high lead impedance test result is unknown as no response has been received to MFR's requests for additional information from treating neurologist and explanted product has not been returned for analysis.

Event description:
Product analysis summary: approximately 35cm of the lead assembly was returned on one piece. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the leade, in general, were consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported events.